Event description:
It was reported that the right atrial (ra) lead was cut during open heart surgery. The ra lead bipolar impedance decreased and there was intermittent capture. It was noted that there was capture with the unipolar configuration. The ra lead was capped and replaced with an epicardial ra lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.